Event description:
Add'l info was rec'd during f/u for a related complaint. The continuous cycling peritoneal dialysis (ccpd) pt was hospitalized, treated for a fungal peritonitis, had her peritoneal dialysis catheter removed, and is currently on hemodialysis. The cause of the peritonitis was reported as break in aseptic technique. There was no leak alleged and a search of the complaint info system confirmed this.

Manufacturer narrative:
Based on the info provided, it is unk how the drug may have caused or contributed to the event. A clinical review was performed and it was determined that poor aseptic technique lead to the development of the peritonitis. There was no history of a leak reported within 72 hr of development of symptoms. A supplemental medwatch report will be submitted upon completion of the investigation.